Event description:
Per the clinic, the patient experienced an infection at the implant site. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.